Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a device history record (DHR) review was conducted: part: 04.615.602s, lot: l791583, manufacturing site: mezzovico, release to warehouse date: 12.mar 2018, expiry date: 01. Mar 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: kwp, mnh, nkg. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, (B)(4) during the revision procedure (posterior cervical fusion at o-c treating cerebral palsy) was performed on (B)(6) 2021. On (B)(6) 2021 the surgeon reported that the plate which was deployed on (B)(6) had broken. According to the surgeon¿s comment, the initial plate in (B)(4) broke where a rod was connected. This time ((B)(4)) the broken area of the plate was as same as (B)(4) (the location where a rod was connected). Patient is expected to undergo another revision in (B)(6). In addition to the device's defectiveness, if any, cerebral palsy might have triggered the event. This is an ensuing case after (B)(4) described as follows : it was reported that, last year the patient underwent a primary o-c fusion between the occipital bone and thoracic spine, treating cerebral palsy. On an unknown date it was found that the plate had broken off. The patient was scheduled to undergo a revision procedure on (B)(6) 2021. Concomitant devices reported: unknown occipital rods (part # unknown, lot # unknown, quantity unknown), unknown occipital screws (part # unknown, lot # unknown, quantity unknown), unknown oc-connector straight (part # unknown, lot # unknown, quantity unknown), unknown occipital clamps (part # unknown, lot # unknown, quantity unknown). This report is for one (1) ti occipital plate-medial 60mm width for 4.0mm rods. This is report 1 of 1 for complaint (B)(4).